Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was damaged by a company cartridge. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated the use of an associated qualified lens, qualified handpiece, and qualified viscoelastic. The root cause cannot be determined. The product was not returned to evaluate. The manufacturer internal reference number is: (B)(4).